Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's physician called customer service on (B)(6) 2011 and reported customer experienced three episodes of a loss of consciousness after receiving higher than feels readings from his precision xtra blood glucose meter. Caller reported that on (B)(6) 2011 customer received a reading of 353 mg/dl and self-treated with an unknown amount of insulin. Five hours later he received a reading of 20 mg/dl and lost consciousness. Caller also noted customer received readings of 346 mg/dl ((B)(6) 2011) and 423 mg/dl ((B)(6) 2011) and subsequently lost consciousness after each reading. It is unknown if customer self-treated with insulin after the second and third readings that were reported. Paramedics were called each time and administered glucose via 0.9% nacl intravenous infusion. Customer declined to be transported to the hospital. Customer additionally self-treated with food. There was no report of death or permanent injury associated with this event.